Manufacturer narrative:
(B)(4). Evaluation summary: analysis was performed on the returned device. The reported failure to achieve hemostasis could not be replicated in a testing environment as all components were not returned for analysis. In addition, analysis of the returned device found a posterior foot break. The detached foot was not returned with the proglide devicee. In the absence of components returned for analysis a conclusive cause could not be determined. The treatment appears to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on the information reviewed, there is no indication a product quality issue.

Event description:
Subsequent to the initial medwatch report, additional reported information indicates that suture placement was performed in the right common femoral artery using two proglide devices via a 6f sheath prior to an abdominal aortic aneurysm (aaa) interventional procedure. The aaa procedure was performed using an 18f sheath and the pre-placed proglide sutures did not achieve hemostasis. Two additional proglide devices were attempted; however, pulsatile flow was not noted at the marker lumen for both proglide devices. An additional proglide device was attempted; however, the guide wire could not be advanced into the proglide device. Manual arterial compression was applied to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure. The physician is reportedly trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The other four perclose proglide devices are filed under separate medwatch manufacturer report reference numbers. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that vessel puncture closure was attempted using 5 proglide devices. An abdominal aortic aneurysm intervention was being performed. Reportedly, the proglide devices were found to be defective, misfired, missing markings or a wire out of the port. Hemostasis was achieved with a new proglide device. There was no adverse patient sequela. It is unknown if the physician is trained in the use of the proglide device. No additional information was provided.